Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that eight months post placement of a 6 x 170 mm stent and a 6 x 60 mm stent, an in-stent restenosis was detected. Approximately 13 months post stent placement, a stent was found to be fractured. Thirty seven months post placement, a further fracture was detected in a stent. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
New information (images was received. The event is currently under investigation.

Event description:
It was reported that eight months post placement of a 6 x 170 mm stent and a 6 x 60 mm stent, an in-stent restenosis was detected. Approximately 13 months post stent placement, a stent was found to be fractured. 37 months post placement, a further fracture was detected in a stent. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12 months and 36 months follow-up examination were provided. The evaluation of the images revealed that a 6 x 170 mm stent and a 6 x 60 mm stent were placed in the right femoral artery with an overlapping zone of approximately 5 mm. The 6 x 60 mm stent was placed in the proximal femoral artery and the 6 x 170 mm stent was placed in the distal femoral artery. No images of the reported in-stent restenosis were provided. Therefore, an in-stent restenosis could not be confirmed. On the basis of the images, a fracture of the 6 x 170 mm stent could be confirmed. The 6 x 60 mm stent did not show any irregularities or fractures. On the basis of the images provided, there is no correlation between the stent fracture and the alleged in-stent restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that eight months post placement of a 6 x 170 mm stent and a 6 x 60 mm stent, an in-stent restenosis was detected. Approximately 13 months post stent implantation, one stent was found to be fractured. Thirty seven months post placement, a further stent fracture was detected. There was no reported patient injury. On the basis of the evaluation of the images received, the subject device is the 6 x 60 mm stent. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).